Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this lead was surgically abandoned.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. Threshold and amplitude measurements are steady. Technical services (ts) discussed that the increased pacing impedance could be due to compromised lead integrity, changes in tissue, or both. Steady sensing and threshold measurements indicates that the device function has not been compromised. Ts also discussed that the patient's status needs to be considered for a revision procedure; therefore, it was the physician's discretion. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.